Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported low flow and suction events were confirmed through log file analysis which revealed a slight decrease in power consumption and estimated flows on (B)(6) 2018; one (1) suction alarm was logged on (B)(6) 2018 and four (4) low flow alarms were logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, inappropriate pump rotational speed, and/or constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had lactate dehydrogenase (ldh) in the 200s, positive for hemoglobinuria, and hemoglobin/hematocrit at 5.3/16, respectively. The patient was given inotropes and vasodilators for right ventricle support. It was noted there was a suction alarm and one low flow alarm. The pump remains in use. No further patient complications have been reported as a result of this event.